Event description:
The customer reported that the insulin pump had a blank display. Troubleshooting was performed. The customer stated that the o-rings in the battery chamber are cracked causing a bad connection with the battery cap and the device. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a blank display as a result of moisture damage on the electronic assembly. In addition, the device had damaged battery cap and broken battery tube threads.